Event description:
It was reported that pump battery depleted rapidly and displayed unstable battery percentage readings, with levels dropping and rising significantly within a short period. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken by technical support.